Event description:
It was reported that the customer had three episodes with high blood glucose levels. The customer's blood glucose level was 500 mg/dl. Customer stated that this had happened two times before. Customer treated with the pump. Customer contacted his healthcare professional. Customer ran a manual prime and the insulin did exit the tubing. All basal rates and settings are correct. Alarm history was checked and ther were no alarms that would interfere with insulin delivery. Pump passed the high pressure test. It was found that the cannula was bent, but not occluded. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised to revert to a back-up plan per healthcare professional's instruction. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).